Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, a non-medtronic temporary pacing wire caused a perforation to the right ventricle. A cook-lunderquist wire caused a perforation to the left ventricle. Both perforations were treated with surgical repair. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).